Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient¿s plastic catheter piece became disconnected from their transfer set, which is a known cause of the reported alarm. It was further reported that the plastic piece/adapter on their catheter was a non-baxter product. Warnings exist on product labeling to not use non-baxter products with baxter products: ¿baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner¿ as well as stating that ¿this set is intended for one time connection to the baxter locking titanium adapter.¿ therefore, the disconnection, and subsequent system error, was cause by a use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was not connected at the time of the alarm. This event occurred during use. The patient stated their transfer set was disconnected and was broken. Product surveillance contacted the patient regarding the reported broken transfer set that disconnected. The patient explained that the plastic piece on their catheter disconnected from the transfer set. The patient ended therapy and went to the clinic where they cut the catheter tubing to remove the plastic adapter and replaced it with baxter&#38112;titanium adapter. The patient's transfer set was replaced at the clinic. There was no patient injury or medical intervention associated with this event. No additional information is available.